Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt will return to the operating room for a pump exchange due to a pump pocket infection. The pump exchange was originally scheduled for (B)(6) 2014, however, the pt had "too much infection present." The pump exchange occurred on (B)(6) 2014 and the center will not be returning the pump for analysis.

Manufacturer narrative:
The pt received a pump exchange on (B)(6) 2014. The center reported that it would not be returning the pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.